Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Event description:
On 1/27/2023, it was reported by a sales representative via email that an ar-3602-2 fibertak suture anchor pulled out of implantation site and got stuck in the drill guide as it was being removed. Surgeon was unable to reload the anchor so a new ar-3602-2 fibertak suture anchor, from the same lot number, was used to complete the case. This was discovered during a slap repair procedure on (B)(6) 2023.